Event description:
It was reported that the ilet device exhibited rapid battery depletion with abrupt drops in the displayed battery level, consistent with premature battery discharge and involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user along with review of synchronized device and engineering battery logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.